Manufacturer narrative:
The explanted devices was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively. No device malfunction was suspected.